Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 32 mg/dl while wearing the pod for an unknown amount of time. No information was provided when the patient was released and how they were able to treat the patient. Three follow up attempts were given but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.